Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. A scratched display window, broken battery tube threads and cracked reservoir tube lip also noted.

Event description:
The customer reported that the insulin pump alarmed during the prime process. While inspecting the insulin pump customer observed a protruded drive support cap. The blood glucose reading was 140 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.